Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in their transfer set during peritoneal dialysis therapy. It was noted that the clamp had been difficult to close which resulted in the reported leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection with magnification noted broken occluder feet. Underwater leak testing, clear passage testing, and clamp function testing were performed. Underwater leak testing and clamp function testing noted a leak through the set. The reported condition was verified. The cause of the leak was determined to be broken occluder feet. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.